Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The emboshield nav6 instruction for use states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. Additionally, section 4.1 warns, ¿torquing the barewire filter delivery wire against resistance may cause barewire filter delivery wire damage and/or barewire filter delivery wire tip separation. An in-service has been requested to address the IFU violation and how it contributed to the difficulties. Based on the reported information, exchanging the provided barewire filter delivery wire for the viper wire prevented the ability to retrieve the filter, causing the filter to dislodge from the viper wire resulting in unexpected medical intervention to retrieve the filter via snare device. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the distal end of the wire during filter retrieval. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - excessive force. H6 medical device problem code: 2017 - guide wire / fdw selection incorrect.

Event description:
It was reported that the procedure was to treat a lesion in the right superficial femoral artery (sfa) with heavy calcification. The emboshield nav 6 embolic protection system (eps) was advanced to the popliteal area and atherectomy was performed in the sfa. The eps was used successfully; however, there was resistance during removal from the 6french (f) sheath and the viperwire went through the filter and came off. Slight force was applied and the separated filter lodged inside the sheath. A snare device was used to secure the filter at the proximal end but was unsuccessful. The 6f sheath and snare device were removed together as a unit instead. Nothing was left in the anatomy. Manual compression was performed and hemostasis was achieved. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.